Event description:
Caller reported that t:slim x2 pump battery would not charge, and a power source alert was noted in pump history. There was no adverse impact to the customer's blood glucose level. Customer confirmed that after connecting the pump to a working outlet using the original tandem charging cable and wall adapter for at least 30 minutes, charging resumed, and no further assistance was needed.